Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Even though this report is submitted on one stylet model, it represents two unique devices. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: stylet #1: j-form out of spec, and stylet noted to be bent. Stylet #2: no anomalies found, however, stylet was noted to be bent and damaged at implant.

Event description:
It was reported that after pulling out the stylet from the transport-ring the "j" of the stylets weren't curved enough to bend the lead to appropriately fix it in the atrium. The physician had the opinion that the stylets were softer "since about half a year." No patient complications have been reported as a result of this event.